Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a no delivery then got a motor error. The customer was sleeping when the no delivery occurred. The customer¿s current blood glucose level was 264 mg/dl. Troubleshooting was performed for the motor error. The insulin pump passed the displacement test and the manual prime and the motor alarm did not recur. The customer reported the no delivery event was resolved by changing the complete infusion and reservoir set. The device will not be returned for analysis.